Manufacturer narrative:
The customer's on-site biomed was not able to duplicate this intermittent issue. The customer has been provided the information required for repair. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/17/15 email, 11/17/15 phone call, and 11/23/15 email. The customer's on-site biomed was not able to duplicate this intermittent issue. The customer has been provided the information required for repair. 9patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/17/15 email, 11/17/15 phone call, and 11/23/15 email.

Event description:
The hospital reported the unit would intermittently not switch to mechanical ventilation during a case. The bag/vent switch required several toggles before mechanical ventilation would operate. No report of patient injury.